Event description:
Report received of an overdelivery. The customer reported the event was the result of an error in programming the device4. The device was programmed in the continuous + pca mode instead of the intended pca only mode, to deliver an unspecified concentration of morphine at a rate of 5ml/hr. The remainder of the program settings were unspecified. According to the customer contact, the nurse inadvertently programmed a continuous rate of 5ml/hr, instead of an intended loading dose of 5ml. After an unspecified length of time, the same nurse reportedly noticed the error in programming and reprogrammed the pump to the intended settings. There was no reported adverse pt event. No medical intervention was required. The customer contact reported, "the pt received the continuous rate of 5ml + whatever pca dose. But whatever the pt received was still within the parameter limits". Though requested, no further info was provided.